Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, infusion pump exhibited a no disposable, clamp tubing alarm. It was reported the device also exhibited air bubbles. Per reporter residual volume was: 10.7, rate 2.2 hr. And 91.3 was given. No adverse patient effects were reported. No additional information is available at this time.